Event description:
As reported by a field clinical specialist (fcs), approximately 8 years post implantation of a sapien xt valve the patient presented a mean gradient of >40. The patient underwent a successful a valve in valve procedure. No other information was provided.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Correction to section h6. The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as no imagery/medical record was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, ''approximately 8 years post implantation of a sapien xt valve the patient presented a mean gradient of >40. The patient underwent a successful valve-in-valve procedure.'' If the gradient across valve is elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the valve has been implanted for more than 5 years. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets, which could result in increased gradient across the valve. Per case notes, the failure mode of the sapien xt was stenosis. As such, available information suggests that patient factors (valve stenosis) likely contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.